Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the distal portion of the stent strut was displaced from the balloon. There were no complications reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and severely calcified with 85% stenosis. The stent and balloon were removed together, and the procedure was completed with another of the same device.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 28 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the distal portion of the stent strut was displaced from the balloon. There were no complications reported and the patient status was stable.